Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a different gauge of needle needle was found in the needle 21g 1in tw packaging. The following information was provided by the initial reporter: "in the needle 21g 1in package contains other gage needle."

Event description:
It was reported a different gauge of needle was found in the needle 21g 1in tw packaging. The following information was provided by the initial reporter: "in the needle 21g 1in package contains orther gage needle."

Manufacturer narrative:
H6: investigation summary: one photo and five sample were received by our quality team for evaluation. From the photo and one sample, one 22g 1in needle inside 21g 1in blister packaging was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The production schedules were reviewed and potential places where the mixed part may have occurred were identified. The probable root cause of this nonconformance could be that the assemble 22 g 3/4in needle from a previous batch may have been left over in a blind spot corner of the needle hopper bin. A simulation was conducted to determine the number of assembled needles that could be in a blind spot and not visible to the production technicians. A blind spot mirror has been installed so the production technicians have a clear view of the area to ensure all left over parts are cleared.